Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-01930 addresses the first alliance syringe, while manufacturer report 3005099803-2013-01931 addresses the second alliance syringe. It was reported to boston scientific corporation on (B)(4) 2013 that two alliance syringes was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2013. According to the complaint, during the procedure, the needle on the gauge would not move. They kept pressing the syringe and the needle subsequently jumped to read a pressure, but the gauge was reading inaccurately. The device was removed and another syringe was used. However the same situation happened; the gauge was reading inaccurately. The syringe was removed from the procedure. The procedure was completed with a third alliance syringe without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.